Event description:
On (B)(6) 2015, a customer reported that unexpected negative results were obtained when testing a patient sample with capture-r ready-screen (3) on the galileo echo using capture-r ready-indicator red cells (crrirc) lot 221353, when tested on (B)(6) 2015.

Manufacturer narrative:
Implicated product capture-r ready indicator red cell, lot 221353, expired prior to being referred to pi. Product was not used to confirm reactivity of d nor a c antigen while in date. DHR review performed for crrirc lot 221353 for performance on the echo prior to release. Quality control - final release: echo instrumentation: performed on (B)(6) 2015. Screen assay performed; controls resulted as expected. Wbcorqc tube 2 contains anti d. It was 4+ positive. Four replicates of capture-r negative control, lot 245150, resulted negative as expected. Four replicates of capture-r positive control (weak), lot 244310, resulted positive as expected. Four replicates of known antibody negative (inert) in-house donors resulted negative as expected. Documentation states that all wells were visually verified. Capture r indicator cell potency testing was performed on (B)(6) 2015. Titer for anti-d was 1:64. Unable to rule out compromised vial of crric ((B)(4)). Issue was resolved with new vial of crric ((B)(4)) with crrs lot r584.